Manufacturer narrative:
This report is for two of four pta balloon catheters that ruptured during the same procedure. The other balloons that ruptured during this procedure have been reported under mw (1820334-2017-03200) and mw (1820334-2017-03199). Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each balloon is 100% inspected and verified prior to release. There is no information regarding the patient's human anatomy that may have contributed to the rupture. There is no information regarding the handling or preparation of the device. Additional information was requested but not provided. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. Based on the information provided, and the results of our investigation, and without visual, dimensional, and/or functional testing of the product; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Two advance 18 lp low profile balloon catheters were used in a peripheral angioplasty. It was reported that, the balloons ruptured. A section of the devices did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.